Manufacturer narrative:
This product was received and tested by technical services. Other than a few cosmetic scratches, no problem could be found with the monitor; the display still produced a good image. However, the gs pgvl video baton 3-4 that was returned with the monitor caused a dim and "tunnel effect" image that had intermittent electrical noise. These faults were caused by an intermittent cable failure. As no repair was possible for this failure, a new baton was sent to the customer and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, there was an intermittent image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.